Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and pocket erosion. Reportedly, the device was repositioned subpectorally. There were no additional adverse patient effects reported. The crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and pocket erosion. Reportedly, the device was repositioned subpectorally. There were no additional adverse patient effects reported. The crt-p remains in service. Additional information received indicates that the system was explanted due to infection with sepsis. There were no additional adverse patient effects reported. The cardiac resynchronization therapy pacemaker (crt-p) was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to correct the entry in h6: patient code and impact code.